Event description:
Reporter indicated that patient could not feel stimulation and that in 2001, x-ray revealed a lead break around the clavicle. Further investigation revealed that the lead was replaced and that the lead break was the result of a fall suffered by the patient.